Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the user attempt to load a tlc reload in the device? Which stapler was used to complete the procedure?

Manufacturer narrative:
(B)(4). Date sent 8/20/2024. D4 batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The lot#989c97 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: what position was the knob in? Was the knob in the home position? Did they feel the reload click into place? What technique was used to load the cartridge? Did they load the distal end in first and push the proximal end to hear it click? Was the device loaded with the device halves connected? Will the device and the reload be returned? What does it mean ¿the load would not stay in place¿? Answer: no other information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy procedure, the stapler was unable to be loaded properly. Once it was loaded, the load would not stay in place. They were able to close the stapler but then it got stuck in the closed position and they could not open it. Issue was not on tissue, this was outside the patient when occurred. Case was completed with another stapler. No patient harm.

Manufacturer narrative:
(B)(4). Date sent 10/3/2024 d4 batch #968c99 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one glc80 device was returned with no apparent damage and with one glcr80b reload loaded on the device. The reload had the proximal 12 drivers up with the swing tab in the locked position. When the reload was removed from the reload channel, it was noted that a plastic remnant was wedged under a proximal driver. The plastic remnant was removed from the driver and determined to be a tlc swing tab component. After the swing tab remnant was removed from the driver, the reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The device opened and closed as expected. The defect of extra tcl swing tab found in the cartridge has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Although no conclusion could be reached on the cause of the reported event of "would not open", the instructions for use do contain the following caution: when opening the jaws, maintain control of the device to ensure that the jaws do not snap open. Under standard operation, the instrument cannot be opened unless the firing knobs are in the home position. Failure to return the firing knobs to the home position prevents opening and removing the device from tissue. A manufacturing record evaluation was performed for the finished device batch number 968c99, and no non-conformances related to the reported complaint condition were identified.